Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported they had an MRI today with 3.0 telsa. The patient stated the pump has not started back up because they are seeing a bell and code 8476 (motor stall). The patient stated they have had MRI¿s in the past (1.5 telsa) and the pump always restarted in couple of hours. The patient was redirected to the healthcare provider.